Event description:
On november 24, 2023, lifescan (lfs) received notification of a user report from the mhra. The healthcare professional reported that the patient¿s onetouch verio2 meter read inaccurately high. The complaint was classified based on the customer care agent (cca) documentation. The healthcare professional reported that on november 11, 2023, the patient received an unspecified high reading with the subject meter and administered insulin (type and amount not reported). After 10 minutes, the patient retested with the subject meter and the reading was still high. The patient then retested with a second device (verio2), using the same batch of strips, and received the same high reading. The exact readings were not provided. Despite the high readings, the patient suffered a ¿hypo¿ and was admitted to the hospital. The type of treatment received was not specified. The patient has fully recovered. It was not reported if the patient was following the correct testing process or if the test strips had been opened longer than their discard date or stored improperly. This complaint is being reported because the patient reportedly was hospitalized for an acute low blood glucose excursion after administering insulin based on an alleged inaccurate high reading obtained with the subject meter.